Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the system controller that had the 2.0 liters per minute (lpm) low flow threshold was replaced. Low flow threshold was scheduled to be adjusted to 2.0 lpm on the new replacement system controller.

Event description:
Additional information received stated that the controller was replaced due to low voltage alarms with cord manipulation and faded pump running symbol. The system controller was discarded. There were no images or log files available.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage alarms and dim pump running leds on the system controller was not confirmed. There were no photos or log file submitted for review. The system controller, serial (B)(6) , was not returned for analysis. Additional information provided stated that the controller was exchanged due to low voltage alarms when manipulating a power cable and dim pump running leds. The device was discarded and there are no images available of the leds. A root cause for the reported event was not conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot all alarms on the system controller, including low voltage alarms. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.